Event description:
It was reported that the pump touch screen was cracked and unresponsive, resulting in an elevated blood glucose (bg) level of 820 mg/dl. Customer was hospitalized with high ketones identified as life-threatening by a healthcare provider. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.